Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was displaying the reported e3433 error code due to a faulty high voltage power supply board. Additionally, it was noted that the power switch was intermittently sticking. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while powering on his olympus hf generator unit, the unit began displaying an e433 error code. According to the initial reporter, this event occurred during maintenance. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was possibly caused by an issue with the generator board, motherboard, or relay board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.